Manufacturer narrative:
Arjo was informed by the customer representative about an minuet 2 bed malfunction. Following information reported, the backrest section of the bed lowered unintended without any command given by a patient or a caregiver. No injury no other medical consequences were reported. The involved bed was evaluated by the arjo representative. During the device evaluation, the customer allegation was confirmed. It was found, that the handset (part number: s9385) was defective. After the handset replacement all functions of the claimed bed were working correctly. To sum up, it was reported that the minuet 2 bed did not meet its performance specifications due to unintended movement of the bed. There was no indication regarding patient involvement. The complaint was decided to be reportable in abundance of caution, due to alleged, unintended down movement of the backrest section although no adverse outcome occurred.

Event description:
Arjo was informed by the customer representative about an minuet 2 bed malfunction. Following information reported, the backrest section of the bed lowered unintended without any command given by a patient or a caregiver. No injury no other medical consequences were reported.